Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a rash under the front therapy electrode that was burn-like. There are no allegations that the patient received a treatment. Patient went to the ER and was prescribed a burn gel ointment. Follow up indicated that the irritation has cleared up.